Event description:
It was reported that the patient's blood glucose levels reached over 400 mg/dl while wearing the pod between 4 and 24 hours. Patient reported the pod was leaking during wear. When removed from the infusion site (arm), the pod's cannula was found bent. As treatment, a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Manufacturer narrative:
No bends or kinks were observed in the soft cannula. The download data does not contain any timeouts, drive stalls or alarm. The length of soft cannula was observed to be within specification. Fluid path test was conducted. Upon manually rotating the ratchet gear, fluid was found to exit the fluid path as intended. No signs of leakage were found along the fluid path during the leak test.